Event description:
Reporter called after hrs to report that they needed a 24 fr g-tube for the pt, or the pt would go into seizures and die. Reporter was advised to take the pt to the e.r. At the e.r., the device was replaced with a standard replacement g-tube. Bleeding at the site was reported. The site was cauterized with silver nitrate. One pt involved.